Event description:
The cutting wire on the microvasive stonetome broke. This occurred while the distal tip of the stonetome was inserted into the common bile duct. The stonetome was removed and another inserted to complete the procedure.